Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to clinic for routine follow-up with stored episodes of non-sustained lead noise. There was intermittent ventricular oversensing at the onset of capacitor maintenance charge. Programming changes were made. The patient will be monitored with routine follow-up and was stable.